Event description:
The arterial cannula reportedly broke during a cardiac bypass procedure performed to repair a ventricular septal defect. It was reported that the blood flow to the brain was interrupted. A new arterial cannula was placed. Neurological monitoring indicated that cerebral blood flow, cerebral oximetry and eeg all returned to baseline levels. The child was discharged on 11/04/1999 with no apparent injury related to the device failure.